Manufacturer narrative:
Internal file number (B)(4). The UDI is unknown because the part and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. It should be noted that the intended use section of the mitraclip system, instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported recurrent tricuspid regurgitation (tr). Based upon the information reviewed, a definitive cause for the tr cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test date, implant date: dates estimated. (B)(4). The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report increased tricuspid regurgitation (tr). It was reported that the initial mitraclip procedure was performed on an unknown date, at the end of 2018, to treat a tricuspid regurgitation (tr). Three clips were implanted. On an unspecified date, the patients tr had increased to severe. The clips remain stable. No additional information was provided.